Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's bolus wizard was not calculating her delivery correctly. Customer's blood glucose level was 96 mg/dl. The correction bolus was incorrect. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The bolus wizard functioned properly per bolus wizard sample in the user guide. The pump was also programmed with a test glucose meter. The pump communicated properly and recorded the 157 mg/dl value properly from the glucose meter. Several boluses were also delivered. The pump delivered properly all the bolus profiles recorded at the bolus history screens. No bolus history anomaly was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.